Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure to power on. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center with a test mock up device and observed that it would not complete the boot up cycle and logged an event code with the "call service" message. The investigator determined the cause for the reported failure to be numerous tin whiskers that broke off from the metal shield that lay over the main pcb and intermittently shorted legs of the board components. The observed discrepancy resulted in an intermittent assembly failure.

Event description:
It was reported that the device displayed the battery and wrench icons and failed to power on. There was no pt use associated with the event.